Event description:
It was reported that the right ventricular lead exhibited loss of capture and sensing due to dislodgement. Four hours post procedure, the patient was taken back to the operating room. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.